Manufacturer narrative:
(B)(4).

Event description:
Upon further review, it was deemed that the following information was unrelated to this event. ¿around (B)(6) 2013, the patient was taken to the emergency room (ER) and was told that he was going through withdrawal. The patient was given ativan and dilaudid in the ER prior to being admitted.¿ this information will be reported in manufacturer report #3004209178-2013-19012.

Event description:
It was reported that, a few days post implant, the patient experienced an infection. It was noted that, upon discharge from implant, the patient was told he had cellulitis. It was believed that the infection started directly post-surgical and was due to the pump. Around (B)(6) 2013, the patient was taken to the emergency room (ER) and was told that he was going through withdrawal. The patient was given ativan and dilaudid in the ER prior to being admitted. On (B)(6), the patient was seen by a home health agency for daily intravenous (IV) vancomycin. This occurred until it was discovered that the medical center sent the wrong order to the home health agency; the order to the agency conflicted with the standing order. They were unable to continue with the IV. The patient was taken to the ER and was discharged 3 or 4 days later, on (B)(6), it was noted that the patient¿s wife was unhappy with the care that the patient received when he was admitted to the hospital. On (B)(6), the patient was admitted to the hospital due to the infection. The pump was explanted. Most of the catheter was also removed. However, they healthcare provider (hcp) did not want to remove that part that ¿went up the spine¿. A week later, the patient was admitted to a rehabilitation facility. The patient was receiving daily wound care. The infection was reportedly ¿very deep¿. The hcp wanted to consider implanting another pump after the patient healed. However, the patient was undecided. The patient was never able to have a pump refill due to the infection. The patient was scheduled for a refill on (B)(6), which was cancelled and again on (B)(6). It was believed that the alarm date was scheduled for (B)(6). The device system was used to deliver dilaudid. It was later reported that the patient experience sepsis. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
Product ID 8709 lot# j10844r46, implanted: 2001 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8709 lot# j10844r46, implanted: 2001 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.